Event description:
Following a revision (see manufacturer's report # 3004209178200808671), the pt continued to experience intermittent stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.